Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore was used off label. Physicians were notified of the positive result, and suspicion of erroneous results. Patients were placed under transmission-based precautions/quarantined until pcr results were obtained. (B)(4).